Manufacturer narrative:
H3/h6: one used device for returned for analysis. As received, the cannula is bent and appears to have been in use, the adhesive patch is not present, no tubing set was returned, no other anomalies were observed. In order to replicate clinical use testing was conducted on the returned sample (cannula only) using a hydrostatic pressure pump. A free flow was observed for the occlusion test. Confirmed the customer complaint due to the bent condition of the returned cannula sample returned. Probable cause unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
Ther customer was reported to have risen after cleo 90 infusion sites were switched from the abdomen to the leg. Blood was confirmed at the site upon removal. There was patient involvement/ no harm reported. Evaluation of the returned device identifies the bent cannula, it may cause interruption of therapy in use.